Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event. The initial report was submitted in error and should be voided.

Event description:
Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event. The initial report was submitted in error and should be voided.

Manufacturer narrative:
(B)(4) concomitant medical products: unknown- hip-versys-head-unknown, unknown-unk kinect neck-unknown, unknown-unknown cup-unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2019 -05442, 0001822565 -2019 -05443. Customer has indicated that the product will not be returned to zimmer biomet for investigation, location unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product location unknown.

Event description:
It was reported underwent left total hip arthroplasty. Subsequently the patient was revised 6 years¿ post-op due to allegations of unspecified injuries. Attempts have been made and additional information on the reported event is unavailable at this time.